Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (bg) was "high"; over 400 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy.